Event description:
Subsequent to filing of the initial medwatch report additional information was received. It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a percutaneous coronary (pci) interventional procedure. A femoral angiogram was not performed. Reportedly, during removal of both proglide devices, the knot and suture came out together. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 7f and the pci procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. (B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning. Device code 2017: failure to follow steps/instructions. The device was not returned for analysis. It should be noted that the perclose proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using two proglide devices relative to a percutaneous coronary interventional procedure. Reportedly, during removal of both proglide devices, the knot and suture came out together. A new proglide device was used to achieve hemostasis provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.